Event description:
The patient was undergoing an upper gi endoscopy. When the cold biopsy clamps were opened after being inserted through the scope, they fell off. Two pieces were retrieved. There is a question whether a third piece was retained; however, no follow-up x-rays were taken as the pieces were so small any piece left behind will be eliminated without harm to the patient.